Event description:
It was reported that a malfunction has occured, device broke during surgery.

Manufacturer narrative:
The affected tension gauge was returned and evaluated. Visual inspection of the product indicated the tension gauge cracked at 2mm mark. The device shows signs of significant wear/usage. The lot is unknown for this device. No further actions are being taken at this time; however we will continue to monitor for future complaints and investigate as necessary. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary.